Event description:
The dental implant fx4308mlc was removed on (B)(6) /2020 due to failure to osseointegrate 21 days after implantation. The patient has no significant medical history. The doctor noted pain during explantation. The patient has recovered without complications.